Event description:
It was further reported that care was withdrawn from the patient and the patient subsequently expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there was not enough information to associate use of the device with the outcome.

Manufacturer narrative:
The investigation for the console (aic) failure alarm has been completed. The aic was returned for evaluation. Upon visual inspection and functional testing, there were no issues found that could cause the reported controller failure. Data logs were reviewed which confirmed the reported failure mode given there was a controller error alarm (opm comm stopped ¿ event set # 1043) triggered during the clinical procedure. The root cause of the controller error was due to an aic software issue. Added- b5-mso review, d9 device return date d2-corrected common device name.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 51-year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. The automated impella controller (aic) had an aic failure alarm. The aic was replaced successfully. There was no adverse effect to the patient reported.